Event description:
The customer reported to olympus, the high-definition unit "esg-400" had a damaged bipolar interface. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the device displayed error code e433 was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the evaluation found the device displayed error code e433 due to a faulty high voltage power supply board, a damaged bipolar socket and a missing foot stand. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. Correction on fields: d4 (should remain blank since the device is not sold or distributed in the u.s) and e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e433 occurred due to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.